Manufacturer narrative:
(B)(4). This is the report in the clinical research, "prospective multi-center post market surveillance of the efficacy and safety of the duraseal dural sealant system in a craniotomy".

Event description:
Procedure: craniotomy/unruptured aneurysm. According to the reporter: on (B)(6) the patient was hospitalized and underwent the preoperative embolization of tumor feeding vessels. On (B)(6) the occipital craniotomy for lesion which located above the tentorium cerebelli was performed. Incision was 13.5 cm. Asa ps score:1, classification of incision cleaning: 1, operating room time: 450 minutes. Pericranium was used as a forming material of dura mater and it was sutured with nerolon. Duraseal was applied, and the incision closed after confirming the sealing was successfully done. As combination therapy, antibiotic was injected intravenously, and artificial spinal fluid and decadron were applied. Procedure was completed without any problem. On (B)(6) the patient complained of a headache and loxonin was prescribed. She recovered without aftereffect. On (B)(6) the patient complained visual hallucination, but it has been in remission without treatment. Patient recovered without aftereffect.